Manufacturer narrative:
Device has been received and forwarded to the manufacturing site in puerto rico for investigation. Once complete, a follow-up report will be submitted with evaluation of the device. No patient injury was reported.

Event description:
It was reported that the tip broke off.